Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker, it was noted that the helix exhibited a positioning failure. The device was not used. A new atrial leadless pacemaker was attempted to be implanted and it was noted that the positioning failure issue reoccurred. The device was not used, and a new leadless pacemaker was implanted. The patient condition was stable.